Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device delivered an inappropriate shock for atrial fibrillation. Upon review of the episode, initial detection of the rhythm was met in the vt-1 zone, which was monitor only, then escalated. Technical services discussed detection enhancements and programming recommendations. Technical services was not able to explain why atrial sense markers were present instead of atrial fibrillation markers for many of the atrial events. Additionally, a small amount of atrial undersensing was observed, however, this did not impact the therapy delivery decision. To date, no adverse patient effects were reported with this clinical observation.